Event description:
It was reported that instances of noise were noted on the atrial and ventricular channels. No noise reversions were noted but stored egms displayed some noise on the sense amp channels. No change would be made and pt would continue to be monitored at normal intervals.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.